Manufacturer narrative:
No product was returned. A photo of the device was however returned for analysis and the reported issue was confirmed. The cause of the reported issue was due to the main board capacitor. Further investigation being performed.

Event description:
It was reported that the pump exhibited damages and had a burnt odor. There was difficulty separating the battery/wifi module from the device. There was no patient involvement, no patient injury was reported.